Event description:
It was reported that the gastrointestinal videoscope had a tip clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
E1 (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updates to h6(additional information received that there is foreign material in the nozzle). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the evaluation of the device identified that there is foreign material in the nozzle. It could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): the instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified also, it was confirmed that the section of the device with the foreign material remained had no deformation. The event can be detected and prevented by following the instructions for use: gif-1200n, chapter 3 preparation and inspection describes the methods for detection. Gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.